Event description:
A post-op laparoscopic assisted vaginal hysterectomy pt was having their foley catheter removed and the nurse was only able to remove a few ccs of water with the syringe. When the nurse pulled lightly on the catheter to try to remove it the catheter "stuck". The staff thought that perhaps the catheter had been inadvertently sutured to the urinary bladder so the pt was taken to the ultrasound department. The ultrasound did not demonstrate any suture in the catheter area. A urologist was called in and had to use a wire to deflate the balloon. The pt is "fine" and no residual effects are anticipated. Initial communication with the distributor in 05/2003 revealed that they are unaware whether the product was pre-tested. However, the end-user has denied any clamps being used and claimed that the catheter was inserted per the usual procedure. The catheter was removed one or two days after the surgery (it was inserted for the surgery) which indicates a duration of 2-3 days. Deflation was successful in an extra procedure in the ultrasound department. A consulting physician came in and finally had to insert a wire to deflate the balloon. There are no injuries reported due to the removal of the catheter. Actual sample involved in the event is not available for evaluation. However, representative sample from the same lot (2002-I-07r) was returned for evaluation in 05/2003. Further communication with the customer via the distributor in 05/2003 was carried out to confirm the event. The communication revealed that the catheter was removed via an extra procedure as opposed to an official surgery. The pt had to have an ultrasound which confirmed no sutures holding the catheter to the surgical site and then have a specialist come to the room and remove the catheter by deflating the balloon with a wire (which was done under ultrasound guidance). Note: complaint was initially forwarded to "cardinal health" who is one of euromedical's distributor andn producer of the finished products in the united states. "Euromedical" the manufacturer of the devices only received the complaint from "cardinal health" in may, 2003. Finished products purchased from euromedical and re-assembled/re-packaged by cardinal health.